Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported concomitantly injecting a patient in the cheeks with 1 cc of juvéderm voluma® xc and in the chin and right and left angle of the jaw with 2 cc of juvéderm vollure¿ xc. The patient returned 1 hour after injections with ¿scattered urticaria.¿ the event was further described as ¿small urticaria wheels at injection sites, but largely sparing face. Scattered on back, axilla, and groin. Pruritus to le¿s.¿ on the same day, the patient was given 40 mg prednisone. The patient was observed in exam room and it was noted ¿increased secretions¿, ¿coughing¿, and ¿thickening of voice¿. The patient was given 50 mg benadryl® in the left deltoid and 40 mg depo medrol® in the gluteus. The cough resolved, secretions decreased, and voice normalized. The patient was discharged with a script for an epipen® and was instructed to take claritin® on arrival home. Referral to allergist was discussed for evaluation of brisk histamine response. Mastocytosis was ruled out. The injector noted ¿suspect reaction to glucosamine in ha fillers (shellfish-derived).¿ the symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00389 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm vollure¿ xc.